Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Home aid is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 304mg/dl. The customer's expected fasting blood glucose test result range is 110 - 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 116 and 120mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: the customer is concerned with the result of 304 mg/dl. The customers home aid called stating the customer is concerned with a result of 304 mg/dl obtained on his meter. The customer states the test he took after that reading were within his glucose range.